Event description:
It was reported that the ventricular assist device (vad) patient woke early in the morning and accidentally double disconnected as she was changing her power source from the ac adapter to battery.  The vad was alarming which woke the patient's daughter who then connected back to the ac power but the vad did not restart.  The controller was exchanged with the back up controller which has unapproved software and the vad restarted.  It is unclear if the controller had powered back up before the exchange.  The patient was instructed to bring in the old controller for analysis. While in the clinic it was attempted to retrieve logfiles from the old controller but there was a data transfer issue and the logfiles did not completely download.  The controller was exchanged with a new back up controller.  The vad remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿controller d4: model#: 1420 / catalog#: 1420 / expiration date: 31-mar-2023 / serial (B)(6) d9: yes, return date: 24-jul-2024 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 25-mar-2022 h5: no  h6: the codes present in section h6 correspond to components/products that comprise the reported event.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed that the unit passed functional testing. The controller was able to communicate with the test monitor and the controller log files were successfully downloaded. Visual inspection revealed contamination within both power ports and pump connectors. An internal visual inspection revealed a crack on a standoff post of the controller housing. The observed contamination and standoff post crack are additional findings, not related to the reported event. The most likely root cause for the observed contamination can be attributed to the handling of the device. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Log file analysis revealed motor start events recorded on (B)(6)2023 at 11:41:24, on (B)(6)2024 at 16:58:21, on (B)(6)2024 at 09:21:35 and on (B)(6)2024 at 00:11:40, in which the motor start parameters were atypical. Log file analysis associated with (B)(6) revealed that (B)(6) was the patient¿s primary controller. Log file analysis revealed two (2) controller power up events with an associated pump start event were logged on (B)(6)2024 at 00:11:11 and at 00:11:35, indicating losses of power to the controller. The data point prior to the losses of power revealed that (B)(6) was connected to power port one (1) and 22% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 25% rsoc. The data point recorded after the losses of power revealed that no power source was connected to power port one (1) and the power adapter was connected to power port two (2). The controller was without power for a maximum of 49 seconds. No anomalies were recorded leading up to the losses of power. One (1) vad disconnect alarm was then logged at 00:12:18, indicating a physical disconnection of the driveline from the controller. This was followed by five (5) additional controller power up events logged between 00:13:01 and 12:29:46 and three (3) vad disconnect alarms logged at 00:13:10, 00:13:51 and 00:18:35, indicating that the driveline was not connected to the controller. Log file analysis did not reveal any failure to restart events within the analyzed period. 00:17:51. Review of the alarm log file revealed a vad disconnect alarm was logged at 00:17:59, likely due to a physical disconnection of the driveline from the controller, likely due to troubleshooting during the controller exchange. Review of the data log file revealed that the first data point was logged at 00:18:27 on (B)(6)2024, indicating that the controller power-up occurred during a controller exchange. Of note, (B)(6) was loaded with a software containing an unapproved pump start algorithm. As a result, the reported losses of power, atypical motor start parameters and vad disconnect events were confirmed. The reported data transfer issue, and vad stop events could not be confirmed. However, it is likely that the losses of power were perceived as the reported vad stop events. A possible root cause of the first two controller losses of power can be attributed to a disconnection of both power sources by the patient, as described in the event details. CAPA pr00551638 is investigating controller losses of power. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Additional products: d1: controller d4: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. ### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that subsequent log file review revealed additional motor start events with parameters outside of the typical range.

Event description:
Review of log file data revealed a motor start event with parameters outside of the typical range, the vad exhibited a vad disconnect alarm and the controller exhibited an unexpected loss of power.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d4: serial or lot#: (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.